Event description:
It was reported that the patient had visited the emergency room (ER) with diabetic ketoacidosis (DKA) in (b)(6) 2026. The patient's blood glucose levels reached 605 mg/dL while wearing the Pod longer than 48 hours. The Patient stated that he gave himself boluses, but blood glucose wouldn't go down and ended up in the ER. Symptoms including vomiting, dizziness, weakness, and tiredness. The patient was diagnosed with a DKA and hyperglycemia. The patient was treated with intravenous (IV) fluid, insulin, potassium and Zofran for the nausea. The patient was discharged on the same day. The Pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 4.0.2. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.